Event description:
Baxter received a report stating that progressa frame head of bed was going down on its own. The bed was located at the account and the process step at which the issue occurred was after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the progressa bed head section.the baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of head of bed going down on its own were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.a search of the baxter maintenance records showed no records for preventive maintenance performed on this bed. It is unknown if the facility performed any other preventive maintenance on their beds.it is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance examine the motors for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of a doubt.it is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Disconnect the patient pendant and examine the condition of the connector. Then connect or replace the pendant. Press each of the controls to make sure that they engage the correct function and they do not work intermittently. Each movement must be continuous. Replace the pendant if necessary. Troubleshoot in the event of a doubt.